Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 mg/dl on 2/16 and 379 mg/dl on (B)(6). The customer delivered boluses with the pump to stabilize (bg) level. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer believes the elevated bg is due to needing basal setting adjustments and will consult with the healthcare provider to adjust pump settings.